Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and repaired. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed connect to and power to a usable state, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.